Manufacturer narrative:
A2) patient age - average age, 60±6 years. A3a) patient sex - 58.6% male (17) males, 41.4% females (12). A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. D1) exact brand name is unknown; however, this is for an angiosculpt ptca device. D1/d4/h4) the lot number was not provided; thus, the following information is unknown: brand name, model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from eygpt, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, dissection and re-stenosis are listed as possible complications with use of the angiosculpt ptca scoring balloon catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 24aug2021) ¿scoring balloon versus drug-eluting balloon in coronary intervention for very small coronary vessels¿. The study retrospectively aimed to assess the 12 months outcome of scoring balloon (sb) versus drug eluting balloon (deb) in very small (<2.5 mm) coronary interventions. A total of 77 patients were enrolled in the study between january 2018 and may 2020. The lesions were sequentially treated with spectranetics angiosculpt ptca scoring balloon catheter. Procedural complications included 2 minor dissections and 6 patients that experienced restenosis. Additionally, there was 1 cardiac death within a year of the procedure (MDR # 3005462046-2026-00027). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 24aug2021 has been used, the date of publication. Metwally yg, elnady ky. Scoring balloon versus drug-eluting balloon in coronary intervention for very small coronary vessels. J indian coll cardiol. 2021;11:127¿132. This report captures the serious injuries that occurred after use of the angiosculpt ptca scoring balloon catheter. There was no alleged malfunction of any spectranetics devices in use during the procedure.